Event description:
A patient reported issues with ongoing occlusions in her insulin pump, specifically noting that occlusion alarms had been occurring daily since the beginning of july. There was no reported impact to the patient¿s blood glucose level during this period. Ultimately, the customer reverted to an alternate method of insulin therapy.